Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, this right atrial (ra) experienced loss of capture. The pacing parameters and sensing values were poor. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead remains implanted and was surgically abandoned.